Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thump. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overly, peeling serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. No damage was found on the retainer during the visual inspection. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Cracked retainer is not confirmed. Cracked battery compartment is confirmed. The pump history file lists 11 boluses on the event date, 11/14/2024. Listed below: 11/14/2024 01:27:19.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 11/14/2024 01:37:21.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 11/14/2024 01:58:51.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) 11/14/2024 01:58:51.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) 11/14/2024 07:57:21.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 70000 (7 u) bolusamountdelivered: 70000 (7 u) 11/14/2024 08:00:55.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 36000 (3.6 u) bolusamountdelivered: 36000 (3.6 u) 11/14/2024 08:42:07.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 60000 (6 u) 11/14/2024 11:36:03.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) 11/14/2024 12:31:57.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) 11/14/2024 12:58:00.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 61000 (6.1 u) bolusamountdelivered: 61000 (6.1 u) 11/14/2024 13:22:15.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) please see below for the daily total of all insulin delivered on the event date, 11/14/2024: 11/15/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 11/14/2024 00:00:00.000 dailytotalofallinsulindelivered: 844500 (84.45 u) dailytotalofbasalinsulindelivered: 264500 (26.45 u) dailytotalofbolusinsulindelivered: 580000 (58 u) there were no auto suspend events on the event date, 11/14/2024. There were no user suspend events on the event date, 11/14/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, crack along the edge of pump, retainer ring damage. The customer reported hyperglycemia treated with manual injection. The customer reported blood glucose value of 300 mg/dl. The event involved product(s) unk_reservoir, mmt-1880, unomedical. Troubleshooting was performed for cosmetic damage and the outcome indicated that the serialized device would be replaced. Troubleshooting was partially performed for high blood glucose as the customer declined to continue with troubleshooting. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for unk_reservoir. It was expected that the customer would discontinue the use of the pump. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical.